Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, type of investigation findings component code investigation conclusions h11. A getinge field service engineer fse evaluated the unit and reproduced power management board fault according to the attached fault log fault code 118 was detected which is related to the display the fse replaced the power management board and performed test all functional and safety test performed the following investigation was performed by carl famulare technician of the maquet failure analysis and testing dept fat. The failure analysis and testing dept received part pcb power management with a reported unit failure of alarm sounds when stored the failure analysis and testing dept performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept installed part pcb power management into the cardiosave test fixture and tested the board to factory specifications and the cardiosave service manual sounds when stored. The fat dept heard alarm sounds when the unit was connected to ac power and off. The board failed testing probable cause component failure on board. Impossible to define until the supplier evaluates the board. Sending the board to the supplier per procedure. Failure analysis received from the supplier for the part. They stated the part passed testing with no abnormalities detected. Root cause for this part is impossible to define due to the failure being replicated during initial investigation retaining the part in the failure analysis and testing department per procedure. The most probable root cause per the dfeam is component reliability.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h11. Corrected fields: e3, h6 (medical device problem code, investigation conclusions).

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, cardiosave intra-aortic balloon pump (iabp) alarmed for fault code 118 when powered off. There was no patient involvement.